Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer 4 on the main cabinet is failed and will not recover. A field service engineer (fse) logged into the hardware test application and tested the drawer, confirming sensors were functioning but the drawer would not open, indicating a faulty drawer controller. Fse sourced and replaced the drawer controller, updated the firmware, and configured the new controller in the station application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed cubie. Customer tried to recover the storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.